Event description:
The customer reported that while running an hiv p24 assay, the sample handler, s/n 1254, read the same sample number for 5 different positions. The sample in position 4g had the correct sample number s37941. Poistions 4a, 4c, 4d, 4e also had the same sample number. No error message was generated. Co field svc eng was dispatched. No death or serious injury was associated with this event.